Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as scabbing sores around the seams of the garments. There was no alleged device malfunction. The patient's physician suggested use of a triple antibiotic ointment. The patient reported the irritation as healing with use of the ointment and rubbing alcohol.